Manufacturer narrative:
Device evaluation: product not returned and no photos were provided, so device evaluation could not be completed. However, x-rays were provided which show the screw fracture. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, surgical and trauma factors. DHR review: DHR review: unable to be performed as lot numbers are not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to add a posterior screw construct after finding two anterior cervical plating screws were broken approximately 11 months post-operative. The anterior plate was placed at c4-c7, and the screws were both found broken at c7. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00306.

Event description:
It was reported that a patient underwent a revision surgery to add a posterior screw construct after finding two anterior cervical plating screws were broken approximately 11 months post-operative. The anterior plate was placed at c4-c7, and the screws were both found broken at c7. This is report two of two for this event.